Event description:
The end user reported that the wheel broke and he fell, re-fracturing his ankle.

Manufacturer narrative:
The end user was using the walker due to a fractured ankle. He had cast to mid calf and the physical therapy department at the facility provided him with the walker. He arrived back at physical therapy department and reported that the wheel had broken a day after he began using the walker and it caused him to fall, re-fracturing his ankle. He stated his ankle was recasted with a longer cast and requested a replacement walker. The end user did not provide any medical documentation to confirm the injury. The physical therapist stated the cast was still mid calf and she did not notice a difference from the original cast. A replacement walker was provided to him. The sample was returned and evaluated. The left extension leg wheel was broken at the hub. There was a large scuff mark on the outside edge of the wheel. From the sample evaluation, no mfg defect was found we have not confirmed the device caused a fall and subsequent injury. However, in an abundance of caution, this medwatch is being filed.